Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead returned and analyzed.

Event description:
It was reported that during a device changeout due to normal battery depletion, the physician did not like the way the insulation looked on the atrial lead. Even though the lead checked out ok electrically, the lead was explanted and replaced. No patient complications have been reported as a result of this event.